Event description:
It is reported the drill bit broke during the case. No pieces were retained in the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. It was identified that the drill bit was fractured. The drill bit was sent to sem lab and the drill bit sample showed that it fractured due to overload with a combination of ductile and brittle fracture. It was identified that the fracture initiated at one point and suspected the fracture of the crack propagated to the other side. The hardness for the sample was checked and found to be within the print specifications. The material composition was found to be consistent. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.